Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: "residual insulin remaining in the cartridge (unusable)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. Customer filled cartridges with the residual insulin from previously used cartridges. Tandem clinical support specialist educated customer regarding cartridge/insulin labeling. The occlusion alarms were addressed by changing supplies or clearing the alarms. Customer¿s blood glucose level was 63 mg/dl.